Manufacturer narrative:
H11: through follow-up communication under previous complaint from the same hospital, livanova learned that the device was cleaned regularly per the instructions for use and the water quality monitoring is applied and the h2o2 checked every day. A disposable pall-aquasafe water filter with an 0.2 m membrane for tap water or equivalent performance filter is used and when the device is not used, it is stored full of water. In this case, h2o2 is checked daily. The hospital do not use patient reusable blankets. Prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected and device surfaces also after every operation. 3t aerosol collection set is replaced after the allowed use period. The device is placed outside the operation theatre during use. Despite no evident or systematic deviation from device instruction for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. According to customer, the hospital staff complied extremely well strictly to what is foreseen in the safety warnings for correct maintenance of these devices. The 3t heater cooler is isolated and not being used. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t resulte positive to mnt chimaera at the sampling performed on (B)(6)2024 on patient side there was no report of any patient injury.

Manufacturer narrative:
D2b. The present report is being submitted to correct the device product code provided in the intial report submitted on 18 november 2024. The correct device product code is dwg as per present follow up report. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.